Event description:
The customer reported that they experienced high blood glucose readings. The customer stated that they changed the set the previous day and when he used the serter he felt pain and discomfort. The blood glucose reading was 153 mg/dl at dinner and then later rose to 567mg/dl. The most recent blood glucose reading was 573 mg/dl. Troubleshooting was conducted. The history showed that the insulin pump had no delivery, low reservoir, and low battery alarms. Advised the customer that the inuslin pump was working as designed. It was also stated that the cannula was bent. The customer's blood glucose readings went down to 480 mg/dl during the call. The customer will monitor the insulin pump and call (B)(4) if the issue persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.